Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported hospitalization and hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported that the patient had been hospitalized with hyperglycemia. The patient's blood glucose levels reached 400 mg/dl while wearing the pod longer than 48 hours. The patient reported that they were diagnosed with a urinary tract infection. The patient was treated with saline solution. The patient does not recall the dosage of the solution. The patient also had blood tests, urine samples, and a chest x-ray done. The patient reported being unsure if the cannula was properly seated in the infusion site (abdomen). When removed from the infusion site, the pod's cannula was found bent. The patient was released the same day.